Event description:
Additional information reported the motor stall did not recover. The motor stall occurred for greater than 24 hours and it was unknown if a tube set message occurred. The flu-like symptoms were attributed to the motor stall. The pump was replaced. The patient recovered without permanent impairment. It was noted that as of (B)(6) 2015, the patient no longer received hydromorphone and bupivacaine.

Event description:
It was reported that the patient heard and alarm the night prior to the report date and experienced withdrawal and flu-like symptoms. The motor stall was confirmed by telemetry. The reporter denied any mris or other sources of electromagnetic interference (emi). There was no indication of a motor stall recovery. The pump was used to deliver hydromorphone and bupivacaine. No outcome or inventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).